Event description:
It was reported that during the surgery, the tip of inserter was fractured during use, and the fractured piece of inserter has been retained in the patient's body. This happened with 2 inserters; a piece from each is still within the patient. No further information is known.

Manufacturer narrative:
(B)(4). G2: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h4, h6, h10, h11. Correction: d4 (exp date, UDI). Reported event was confirmed as visual examination of the returned products identified both returned products have fractured tips and not all of the pieces were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.